Event description:
Per the clinic, the patient developed a hematoma at the implant site. The fluid was aspirated on (B)(6) 2021. Clinical management of the patient is ongoing. The implanted device remains.